Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing fatigue presented in clinic for follow-up. Device interrogation revealed noise on the atrial lead. No additional information was available.

Event description:
New information received noted the chronic ra lead with a history of noise was explanted and replaced on (B)(6) 2019 with no complications. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned in four pieces. An external insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 37.0 cm to 38.0 cm from the distal tip; two filars in this region were found to be fractured. An external abrasion breaching the outer insulation and exposing the outer coil was noted at 38.1 cm to 38.6 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device.